Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
The plaintiff was implanted with an ams sparc sling to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged that as a result of having the products implanted, the plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone corrective surgery or surgeries," emotional distress, and other damages.